Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging with the tandem ac power adapter. Customer changed the adapter and battery was successfully charged. Additionally, the customer experienced a low blood glucose (bg) level of 38 mg/dl. Reportedly, the customer delivered a bolus but did not eat as much food as intended and went for a walk. Glucose tablets were consumed to treat the low bg level.